Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 2.2.1 operating system: 26.0 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the patient¿s blood glucose levels rose above 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient¿s father reported insulin leakage, with wetness noted underneath the pod and on the patient¿s skin. The cannula was reported to be partially out of the infusion site and not properly inserted at the time leakage was noticed. No treatment details were reported.